Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Log from the returned device was reviewed (sn (B)(6)). Event reported date was 6 september but last use was recorded on 26 august without infusion. No technical error or issue linked to the reported event was found. One pump and one upper case were sent to brézins for investigation. Device and part were individually tested. For the device, no keyboard dysfunction could be detected during testing with partner. However after several hours of infusion test, three keys were found non responsive. Internal check found pollution traces (black residue on the silver track) which confirms the reported event. Similar tests were performed on the upper case installed on a demo device. Although functional, it was found that the "start" key needed a hard press to be responsive. Internal check found the same kind of pollution that was detected inside the device keyboard. An internal CAPA was initiated for defective keypad issue (non functional key) on the agilia range. Note: reported device was manufactured before corrective actions implemented in march 2020. In addition we strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the ifus. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Button cannot be operated, emits a continuous sound (defective keypad). More information is needed to fully investigate the issue.